Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the database was corrupted on the station and the login also failed. A technical support specialist dialed into the station and logged in as carefusion admin, checked the database synchronization debug logs, confirming that the database synchronization service was not running, opened sql server management studio (ssms) on localhost and verified that the database was in suspect mode. The technical support specialist followed knowledge article (ka) - medstation es - station database corruption - critical kernel power error and knowledge article (ka) - how to log into devices using credential manager and verified that the station was configured to use credential manager, proceeded with recovery steps, restarted the database synchronization service from services, and rechecked the database synchronization debug logs. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the database was corrupted on the station, and the login also failed. The customer reported that an error message appeared upon system startup stating that an unexpected data error occurred and that the system could not open the database the customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.